Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because it stopped working and caused recurring incontinence to the patient. No leaks were found, and the cause of the issue could not be identified. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.